Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. It was reported that the customer received a failed transmitter error, however technical support was unable to verify error code and no code was shown on pump for transmitter failed error. Transmitter was replaced to resolve the issue. No additional patient or event information was available.